Manufacturer narrative:
E1: initial reporter address - (B)(6) e1: initial reporter phone no : (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an exactamix inlet, syringe inlet. The issue was described as "a yellow stain on the white part of the device packaging". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.